Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a foley catheter. The customer states that the catheter was placed and after a while, the balloon did not deflate. The customer further reports that there was no injury or harm to the patient. The balloon was removed by removing the water inside the balloon by force.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.